Event description:
Patient reported to doctors office they were trying to inject the medication and then pen fell off the patient's arm and they were not able to use it so they missed the dosage. Hcp did not consent to follow up. (B)(4). No further information provided or available regarding this report.